Manufacturer narrative:
Article citation: akhavan, arya a., et al. "An unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab." Plastic & reconstructive surgery, vol. 148, no. 2, 2021, pp. 299-303. Crossref, doi:10.1097/prs.0000000000008155. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: permanent device placement; "the patient had significant bacterial exposure with potential biofilm formation." The device associated with this record is the third in a set of three left side tissue expanders placed in this patient prior to the placement of a permanent non-allergan device: device 1 reported under mrn 9617229-2019-19278 (captures alcl). Device 2 reported under mrn 9617229-2021-48282.

Event description:
Through journal article "an unusual case of bia-alcl associated with prolonged/complicated biocell-textured expander, followed by smooth round breast implant exposure, and concurrent use of adalimumab," authors report on a patient who was diagnosed with stage iia, grade iii invasive ductal carcinoma of the left breast and received a bilateral mastectomy and subsequent device placement. This record captures the patients third left side tissue expander against which the following events were reported: the patient had significant bacterial exposure with potential biofilm formation; a time period or affected side for the occurrence of this event was not made clear. The following reported events have been deemed not related to the device: rheumatoid arthritis; diabetes; psoriasis. Affected side is left. The device has been explanted and replaced.